Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a transmitter failed error occurred. On (B)(6) 2023, the same day as the error state, the patient was found unconscious by her spouse. It was not specified how long the patient was without reading, alerts, or alarms by the time of the injury, nor whether the patient was monitoring the bg (blood glucose) by fingerstick during that time. It was not documented what the last cgm (continuous glucose monitor) value was prior to the error state. It was not documented whether the patient experienced symptoms prior to loss of consciousness. The spouse checked the bg by fingerstick, and it was 28 mg/dl. The spouse called 911 and the bg by ems (emergency medical services) an unspecified time later was 40 mg/dl. The patient was treated by ems with sugar gel and IV and the patient recovered after treatment. Of note, the transmitter had been used by the patient for less than 3 months. The transmitter warranty expiration date was 01/21/2024. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. The day after the event, at the time of the report, the patient was fine. Data was evaluated and data analysis confirmed a transmitter failed error for 869f6w, on 12/27/2023. At that time, the transmitter was activated for 64 days with a dynamic voltage of 272. The difference in dynamic voltages between the entry closest to the failed transmitter and the prior day was 14. The allegation was confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.